Event description:
A consumer reported seeing a shadow to the side of her eye following intraocular lens (iol) implant surgery. In a follow-up, the consumer further reported that her surgeon told her the shadow was a reflection from the lens and that, from what he could see, there is nothing wrong with the lens or her eye. She stated she feels nausea and pain on her left temple. Her symptoms improve when she wears her glasses, but without the glasses, she sees glare. The consumer stated she was referred to another surgeon who told her this issue is "not common but not unheard of" and has prescribed medication for pain and optional artificial tears. In a follow-up, the implanting surgeon reported there is no problem with the lens and stated that the event is related to dysphotopsia, which is expected to resolve with time. The surgeon also stated that he does not see how dysphotopsia could really cause eye pain. He indicated that the capsule perfectly surrounds the iol with edge of rhexis smaller than optic. Additional information received indicated that an unapproved viscoelastic was used.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/12/2011 and 05/13/2011 by phone, fax, and mail. Additional information was received on 05/12/2011 by phone. A completed questionnaire was received on 05/24/2011. (B)(4).